Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix kugel. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1). On (B)(6) 2011: the patient had unspecified injuries, underwent revision surgery as well as implant of an unspecified bard/davol composix kugel. The patient is only making a claim for an adverse patient outcome against the ventralex(device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2010) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d3, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2011: the patient had unspecified injuries, underwent revision surgery as well as implant of an unspecified bard/davol composix kugel. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with ventralex mesh (device 1). Per operative notes, ¿hernia in the infraumbilical region was dissected and ventralex mesh (device 1) was placed and sutured.¿ (B)(6) 2011 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with removal of previously placed mesh (device 1) and implant of composix kugel mesh (device 2). Per operative notes, ¿the mesh (device 1) was seen protruding through the hernia defect. The mesh (device 1) and hernia sac was excised. A composix kugel (device 2) was placed over the defect and sutured circumferentially.¿ (B)(6) 2012 - patient was diagnosed with large ventral hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿moderate ventral hernia with adhesions from omentum to abdominal wall was lysed. A synthetic mesh was placed over the defect and secured with sutures.¿ (note: there is no mention/visualization of mesh (device 2) during this procedure.)